Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional regarding a patient receiving gablofen (concentration 500mcg/ml, dose 180 mcg/day) via an implantable infusion pump. The indication for use was cerebral palsy and intractable spasticity. A motor stall occurred on (B)(6) 2015 at 11:29 and recovered on the same day at 23:08. Another motor stall occurred on this report date, no recovery was noted as the stall was active. The patient did not recently have a magnetic resonance imaging (MRI). No symptoms were reported. The health care professional was going to talk with family and neurosurgeon about a pump replacement. Additional information has been requested regarding the cause of the stalls and actions taken to resolve the issue but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a consumer and healthcare provider (hcp). The patient's pertinent medical history included spastic diplegic cerebral palsy, anxiety, and no known drug allergies. Other medication the patient was taking at the time of the event included (B)(4). It was reported on (B)(6) 2015 a removal of the pump occurred secondary to the rotary stall occurring. The pump was replaced. The pump had been interrogated on (B)(6) 2015 due to the alarming that began on (B)(6) 2015. If additional information is received, a follow-up report will be sent.